Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a left ventricular (lv) lead revision procedure, this lv was successfully implanted. By the end of the procedure, it was observed that the lv lead had slightly pulled back. As the measurements remained appropriate, no changes were made to the lv lead. Post-operative testing confirmed appropriate measurements. No adverse patient effects were reported.